Manufacturer narrative:
(B)(6). Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed due to a cut out and pain. Patient was initially implanted with one 11.0mm titanium helical blade 110mm-sterile and one 12mm/130 degrees titanium cannulated trochanteric fixation nail 400mm/left-sterile on (B)(6) 2016. No reported issues during initial surgery. During a post-operative follow up on unknown date, patient reported hip pain. Patient did not report any falls. It is unknown if the follow up was a scheduled visit. X-rays taken on unknown date showed that the helical blade was protruding through femoral head and into the acetabulum. Patient underwent revision surgery on (B)(6) 2016. Helical blade was easily removed without any issues. There were no reported defects with the helical blade. Patient was revised to an 11.0mm titanium helical blade 95mm-sterile. Intraoperative x-rays confirmed that the new helical blade was in its proper place. Revision surgery was successfully completed without surgical delay. No medical intervention required. Patient status/outcome is unknown. Concomitant medical products: 12mm/130 degrees titanium cannulated trochanteric fixation nail 400mm/left-sterile (part 456.481s, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).